Event description:
On (B)(6) 2011, patient reported a large amount of insulin leaked from the insulin cartridge into the cartridge compartment of the infusion device. Patient removed the cartridge from the infusion device and was able to visually confirm that it was leaking. Infusion device, cartridge, and adapter were replaced and requested for evaluation. No physiological effects were reported in relation to this complaint. The patient did not require treatment from a health care professional or second party to address the issue.